Event description:
It was reported that during a procedure at 95,459 joules the glass portion of the fiber cap detached intact. The cap was retrieved using cysto graspers. The fiber was exchanged and the second fiber was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The glass cap is detached and not returned with the product. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting at output window. The outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a procedure at 95,459 joules the glass portion of the fiber cap detached intact. The cap was retrieved using cysto graspers. The fiber was exchanged and the second fiber was used to complete the procedure. There was no harm to the patient.